Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for fecal incontinence and urge incontinence. It was reported that the trial patient was taking antibiotics for a uti. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Additional information received from the trial patient on (B)(6) 2019 reported that when they went to check the stimulation settings with the programmer, the stimulation was turned off. They stated that they did not do this. The patient also reported they had a headache. Follow up information received on (B)(6) 2019 from the patient reported that the programmer had turned the stimulation off by itself as this was not something they had done. There were no further complications reported or anticipated.